Event description:
It was reported the monitor did not generate an alarm for vfib/tach, with no audible or visual alarms at the central station. The patient passed away and the customer requested clinical log details. It was indicated the patient data was not available as the patient was never admitted to the classic pic system. The system was currently functioning as specified. No other clinical information or medical intervention was reported.

Manufacturer narrative:
The monitor was found to be in comfort mode and the speakers were working at both the monitor and the piic. The piic was tested and found to be working normally. It is worth noting that when a monitor is placed in comfort mode, the user settings may silence any alarms for that monitor at the piic. The log files were pulled from the central station and are pending review. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the intellivue mp50 indicating that the monitor did not generate an alarm for vfib/tach, with no audible or visual alarms at the central station. The patient passed away and the customer requested clinical log details. It was indicated the patient data was not available as the patient was never admitted to the classic pic system. The system was currently functioning as specified. No other clinical information or medical intervention was reported. The field service engineer (fse) confirmed the monitor was found to be in comfort mode and the speakers were working at both the monitor and the piic. The piic was tested and found to be working normally. It is worth noting that when a monitor is placed in comfort mode, the user settings may silence any alarms for that monitor at the piic. The fse pulled the log files from the central station for technical investigation. The complaint was escalated for technical investigation and the results indicate that although logs were pulled, the alarm data provided is for 8 jul to 19 jul 2024. The data from the date in question (18 jun 2024) is not available as it has been overwritten with new data; therefore, technical investigation was not able to confirm the timeline or alarm function. It was confirmed that the customer does have a comfort care profile that has the alarm volume set to zero. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.